Event description:
Patient was revised to address infection. (Left hip).

Manufacturer narrative:
Patient was revised to address infection. Doi (B)(6) 2012 - dor (B)(6) 2012 (left hip). The devices associated with this report were not returned. Per the sterilization certificates, validated parameters were met. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. A review of provided revision operative notes did not confirm the reported infection. The investigation was not able to conclusively determine the root cause, however no product contribution or error has been verified or identified. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.